Event description:
It was reported that before surgery, small folds were observed on the internal surface of the graft. The part of the graft without visual defect was implanted. The rest of the product has been retrieved by the local distributor and requested to be returned.

Manufacturer narrative:
Method: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specification. Method, results: one retention sample coated in the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Conclusions: the defective part of the graft is expected for evaluation. A follow-up report will be submitted upon completion of the investigation.